Event description:
Info received indicates the bed ran down on its own and wouldn't come back up.

Manufacturer narrative:
The tech found the hi/low button on left siderail was stuck. He replaced hi/low siderail switch to repair the bed.